Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an off no power battery anomaly and battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she removed the battery and noticed that it was a little loose. The customer stated that the pump alarmed during normal use. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.